Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed only a green dot on the monitor screen and the recorder does not print the qrs. The complainant indicated that there was no patient involvement in the reported failure.